Manufacturer narrative:
There was no button error alarm during testing. However, the unit had intermittent button response due to corroded keypad traces. The unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. It was unknown if any significant events leading up to the alarm had occurred. Her blood glucose level was 298 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.